Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("could only see half of the implant"), pelvic pain ("severe pelvic pain (even when not menstruating)/ pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2012, the patient experienced weight increased ("weight increased"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping (even when not menstruating)"), abdominal pain lower ("lower abdominal pain (even when not menstruating)"), back pain ("lower back pain (even when not menstruating)/ lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia),"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), vaginal infection ("chronic vaginal infections") and weight fluctuation ("weight fluctuations / weight gain / loss"). On an unknown date, the patient experienced headache ("headaches/worsening of headaches"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, depression, anxiety, vaginal infection, vaginal discharge, alopecia, fatigue, weight fluctuation and weight increased outcome was unknown and the bipolar disorder, vaginal haemorrhage, migraine, headache, allergy to metals and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: some of the symptoms returned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("could only see half of the implant"), pelvic pain ("severe pelvic pain (even when not menstruating)/ pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 26-year-old female patient who had essure (batch no. 898925) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2012, the patient experienced weight increased ("weight increased"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping (even when not menstruating)"), abdominal pain lower ("lower abdominal pain (even when not menstruating)"), back pain ("lower back pain (even when not menstruating)/ lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia),"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), vaginal infection ("chronic vaginal infections") and weight fluctuation ("weight fluctuations / weight gain / loss"). On an unknown date, the patient experienced headache ("headaches/worsening of headaches"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, depression, anxiety, vaginal infection, vaginal discharge, weight fluctuation and weight increased outcome was unknown, the bipolar disorder, fatigue, vaginal haemorrhage, migraine, headache, allergy to metals and dyspareunia had resolved and the alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: some of the symptoms returned visible left coils: 3 visible right coils: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes then bilateral fallopian tube implants urine pregnancy test: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added. Events hair loss and fatigue outcome updated. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("could only see half of the implant"), pelvic pain ("severe pelvic pain (even when not menstruating)/ pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 26-year-old female patient who had essure (batch no. 898925) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2012. On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2012, the patient experienced weight increased ("weight increased"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping (even when not menstruating)"), abdominal pain lower ("lower abdominal pain (even when not menstruating)"), back pain ("lower back pain (even when not menstruating)/ lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia),"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), vaginal infection ("chronic vaginal infections") and weight fluctuation ("weight fluctuations / weight gain / loss"). On an unknown date, the patient experienced headache ("headaches/worsening of headaches"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, depression, anxiety, vaginal infection, vaginal discharge, weight fluctuation and weight increased outcome was unknown, the bipolar disorder, vaginal haemorrhage, migraine, headache, allergy to metals and dyspareunia had resolved and the alopecia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: some of the symptoms returned. Visible left coils: 3 visible right coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6)2012: full occlusion of fallopian tubes then bilateral fallopian tube implants. Urine pregnancy test: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("could only see half of the implant"), pelvic pain ("severe pelvic pain (even when not menstruating)/ pain") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2012, the patient experienced weight increased ("weight increased"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping (even when not menstruating)"), abdominal pain lower ("lower abdominal pain (even when not menstruating)"), back pain ("lower back pain (even when not menstruating)/ lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia),"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), vaginal infection ("chronic vaginal infections") and weight fluctuation ("weight fluctuations / weight gain / loss"). On an unknown date, the patient experienced headache ("headaches/worsening of headaches"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, depression, anxiety, vaginal infection, vaginal discharge, alopecia, fatigue, weight fluctuation and weight increased outcome was unknown and the bipolar disorder, vaginal haemorrhage, migraine, headache, allergy to metals and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: some of the symptoms returned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added ,concomitant drug added, "events" added as :- device breakage,vaginal haemorrhage, bipolar disorder, migraine, allergy to metal, dyspareunia, weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (even when not menstruating)") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping (even when not menstruating)"), abdominal pain lower ("lower abdominal pain (even when not menstruating)"), back pain ("lower back pain (even when not menstruating)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), depression ("depression"), anxiety ("anxiety"), headache ("worsening of headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, menorrhagia, dysgeusia, depression, anxiety, headache, vaginal infection, vaginal discharge, alopecia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.